Event description:
It was reported that, "stem loosened and needed to be replaced. Stem was taken out and replaced with a long stem, modular restoration."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info including catalog number, lot code, implant date, x-rays, operative reports and medical records were requested, but not provided. If additional info should become available, then it will be submitted in a supplemental report.